Event description:
It was reported that five days post-operatively the patient was hospitalized due to an infection at the pacemaker site. It was also reported that intermittent atrial undersensed events were noted and the clinician and the patient's electrocardiogram alerted for random pacer spikes with possible inappropriate pacing on the t-wave or not meeting up with the intrinsic pacing. The implantable pulse generator (ipg) and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).